Event description:
It was reported that the customer was hospitalized for irregular cardiac enzymes and hyperglycemia, with a blood glucose reading over 600 mg/dl. The customer's daughter stated that prior to the event, the customer had woken up later than usual in the morning and was vomiting. The customer's daughter stated that the customer uses a quick-set infusion set. The customer's daughter also stated that the customer changed his infusion set the night before the event and usually changes it every three days. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.